Manufacturer narrative:
Section b5: previous reports of thrombus are addressed under MFR # 2916596-2019-02030 and MFR # 2916596-2020-01991. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 9 watts were recorded throughout the log file between (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had a history of pump thrombus readmitted with elevated ldh. According to the account, the patient elected to turn vad off and go on hospice. The patient expired on (B)(6) 2020 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on hospice on (B)(6) 2020. The patient elected to turn the ventricular assist device (vad) off. The death was not considered to be device related, the device operated as expected, and the device was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with known history of pump thrombus was readmitted with elevated lactate dehydrogenase. There were no unusual events seen within the log file.